Event description:
Brakes would not work on the head end of the stretcher.

Manufacturer narrative:
The breaks not holding/working could lead to unintentional movement of the stretcher, which has the potential to cause serious injury. The technician replaced the brake/steer linkage in order to resolve the problem.